Event description:
A nephrotomy procedure was being done. After needle placement, the wire was advanced, the needle was removed and the dilator was advanced. While positioning the wire, it became kinked and when it was removed the coil. Approx 1cm of the distal tip was left in the renal pelvis. The pt was scheduled for stone removal the following day, so the wire was removed at that time.